Event description:
It was reported that the bag was full - it did not dose any medication for the last twenty four hours. Upon review of the event log, all doses were accounted for and no alarms were noted. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.